Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with their implantable cardioverter defibrillator exhibiting post-sensed t-wave over-sensing. Premature ventricular contractions were suspected to be the cause of the issue. Other unspecified over-sensing was also discovered. Programming and medicinal treatments were discussed with a healthcare provider. No patient condition was reported.